Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) performed preventive maintenance on both electronic patient gas systems (epgs) serial numbers (B)(6). (UDI: (B)(4). The fsr and the customer were unsure on which serial number the 'service gas system' message was displayed. When he tested the units, no message was observed, and both of them were working appropriately. Both units operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the message was discovered during the daily check of the device.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit displayed a 'service gas system' message. There was no patient involvement.